Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a separation of the tubing from the bottom of the pump segment. Fluid was noted to be dripping from the line. The set was changed and there was no patient harm.

Manufacturer narrative:
During visual inspection it was noted that the silicone segment was completely separated from the lower fitment. The expected o-ring near the lower fitment was not received however o-ring indentations were present on the silicone segment indicating the ring had previously been present. No crush marks were observed on the upper or lower fitment. Dimensional testing of the lower pumping segment components (lower fitment, o-ring and silicone) showed the measurements were within specification. The root cause of the failure was not identified.

Manufacturer narrative:
The customer¿s report that the set separated was confirmed. Visual inspection of the set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the reported event was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.